Event description:
The report received from the sapphire study indicated that the patient had an ischemic stroke one day following the index procedure. The patient initially presented to ER with a right hemispheric tia described as left sided weakness and numbness of upper and lower extremities which resolved prior to procedure. Baseline nih and rankin scores were both 0. Cas was performed on a 69.23% occluded lesion in the ostium of the right internal carotid of 29.4mm in length in a 3.9mm vessel diameter with moderate vessel tortousity. The arch I lesion was moderately calcified. A 5mm medium support angioguard embolic protection device was deployed past the lesion and a 6x40mm precise pro rx stent was successfully deployed at the target lesion without any malfunction. The residual diameter stenosed measured 56%. The angioguard was successfully removed and there was no debris found in the basket upon retrieval. There was no documented presence of air bubbles during the procedure. The patient was neurologically intact upon leaving the angio suite. On the following day while still hospitalized, the patient had sudden onset of left hemiparesis. Deficits included dysarthria, slight left facial droop and left arm weakness. The patient was discharged 3 days later and the nih stroke scale score at discharge was 3. The patient was discharged to an acute rehabilitation facility. Rankin stroke scale score was not checked. At the 30 day follow-up, the nih stroke scale score was 0 and the rankin score was 3. Aspirin and clopidogrel were ongoing. The patient exited the study after having completed all of the required follow-up.

Manufacturer narrative:
Concomitant medications: heparin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. Concomitant devices: angioguard rx: catalog number 501814rmc, lot number 70712502. The report received from the (B)(6) study indicated that the patient had an ischemic stroke one day following the index procedure. The patient initially presented to ER with a right hemispheric tia described as left sided weakness and numbness of upper and lower extremities which resolved prior to the procedure. Baseline nih and rankin scores were both 0. Carotid artery stenting was performed on a 69.23% occluded lesion in the ostium of the right internal carotid of 29.4mm in length in a 3.9mm vessel diameter with moderate vessel tortuousity. The arch I lesion was moderately calcified. A 5mm angioguard embolic protection device was deployed past the lesion and a 6x40mm precise pro rx stent was successfully deployed. The residual diameter stenosis measured 56%. The angioguard was successfully removed and there was no debris found in the basket upon retrieval. There was no documented presence of air bubbles during the procedure. The patient was neurologically intact upon leaving the angio suite. On the following day while still hospitalized, the patient had sudden onset of left hemiparesis, dysarthria, slight left facial droop and left arm weakness. The patient was discharged 3 days later with a nih stroke scale score of 3 to an acute rehabilitation facility. Rankin stroke scale score was not checked. The patients medical history includes tia, hyperlipidemia, cardiac arrhythmia, diabetes mellitus and hypertension. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15644882 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death; 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.